Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076 implantable pacing lead 2009-(B)(6); 4542 implantable pacing lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated. A patient alert was triggered for lead failure predictor on (B)(6) 2013. Ventricular non-sustained ventricular tachycardia episodes of less than or equal to 190 ms occurred between (B)(6) 2013. Ventricular sic equaled 16 counts in 0.38 day between (B)(6) 2013.

Event description:
It was reported that there was noise and an apparent right ventricular lead fracture observed. A lead replacement is planned. Thelead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.